Manufacturer narrative:
Company representative evaluated the unit and could not duplicated the reported problem. As a preventative measure the unit was calibrated.

Event description:
Customer reported an issue with the gas module ii, which may have affected co2 monitoring. No pt injury was reported.